Event description:
Serious injury involving one person. Upon insertion the pt experienced "acute burning sensation and bloodshot eye". The opthamologist upon examination, confirmed that the reaction and eye damage noted were consistent with a caustic type burn. The symptoms exhibited, which subsided after approximately 2 days which was clouded vision, redness and pain when blinking.